Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the company¿s patient services and stated that their device started beeping every four hours and then it went to every two hours. The patient noted that they had went to the ER (emergency room) and they did an EKG (electrocardiogram) and no problem was detected. Follow-up information obtained from the patient¿s clinic reported that the patient was seen and it was found that the alerts were triggered for elevated v-v intervals on the right ventricular (rv) lead due to premature ventricular contractions (pvc). The patient¿s medication was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.